Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during clinic appointment, the patient reported to the registered nurse that the catheter had developed a leak. The patient became aware because his clothes were wet one night. When the patient examined the catheter and tried to bend it, the fluid leaks out of it. The patient did not contact anyone in the renal program at the time, but the patient stated that he cut the tube by himself and reinserted the connecting cap back into the catheter and had no further issues. The patient did not develop any infection as the result. There was no reported patient outcome.